Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4)/ note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the DHR of the complaint batch 23b02g8316 and no abnormality was observed during in-process and at final control inspection. As the affected sample or any picture was not provided, further evaluation is not possible. Hence the root cause could not be determined. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "a puncture was performed in the patient's jugular vein on (B)(6) 2024. On (B)(6) 2024, when the tegaderm was replaced, which was dirty, the bezel was inside the patient's jugular vein."